Event description:
Patient presented with highly calcified iliac arteries reported to have measured 7 mm in diameter. On (B)(6) 2011 patient implant of a 22-16-100bls bifurcated device was unsuccessful due to difficulty accessing through small iliac artery. The entire delivery system was removed and the physician converted to an open repair. The patient was reported to tolerate the procedure well. The delivery system was inadvertently disposed of by the user facility and will not be returned for evaluation.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device in highly calcified iliac arteries is considered off-label per instructions for use.